Event description:
After successful extraction of both atrial and ventricular leads a drop in blood pressure was noticed and medication was given to counter act the drop. After meds administered pressure increased and slowly started to drop again. At this point in the procedure the surgeon decided to open the pt as a sternotomy. After the opening the pt the surgeon found a tear in the superior vena cava. This was repaired and the chest close. The pt was revived and sent to post op. The surgeon repaired the tear in the superior vena cava, revived and sent to post op.

Manufacturer narrative:
(B)(4). Device not returned for investigation.